Event description:
Clinic notes received and mention that for the last 3 months the patient feels pain around the area of the stimulator and according to the mother the stimulator is moving around. The device also shows high impedance. It is noted that since then she feels seizures are a bit more frequent but they are very short. The battery was recently changed in (B)(6) 2022 and is 75% remaining. The report of high impedance, seizures and pain on the lead is housed in MFR report # 1644487-2022-01408. It was noted that x-rays have not been taken. The physician believes that the pain is due to the issues with the lead. There was no known trauma or manipulation of the device. The revision is for the pain as this is believed to be due to the issue with the lead. The revision for pain is both for patient comfort and for the vns to work properly again. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was performed on a patients returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications.

Event description:
Patient had a full replacement. The explanted devices have not been received for analysis to date.

Event description:
Explanted product was received. Product analysis is currently ongoing.